Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured. The procedure is completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damage was found on the catheter of the device. Microscopic inspection confirmed the balloon was torn longitudinally. This does not confirm the reported event that the balloon burst. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6)2022. During the procedure, it was noted that the balloon ruptured. The procedure is completed at this time. There were no patient complications reported as a result of this event.